Manufacturer narrative:
(B)(4). Email address for contact: (B)(6). Incorrect abo result obtained for a patient tested on (B)(6) 2022 using ortho biovue abo-rh/reverse cassette with an ortho vision biovue analyzer. The assignable cause of the discrepant abo typing reported on (B)(6) 2022 could not be determined, however it can not be excluded to be linked with a potential use error at labelling sample or sample management process before being tested on ortho vision biovue analyzer. A biased result was reported to the physician on(B)(6) 2022. No product failure was found. The patient was not harmed. For reporting purposes, ortho currently considers the ortho biovue vision¿/ vision¿ max analyzers to be a similar product to the FDA cleared ortho ID-mts vision¿/ vision¿max analyzers and therefore, the event is reportable to the FDA.

Event description:
The customer contacted ortho product specialist on (B)(6) 2022 to report an incorrect result was obtained in abo typing for one patient when tested with ortho biovue system cassette with their ortho vision biovue analyzer. Complainant name: (B)(6) ¿ laboratory analyst. Complaint reporter name: (B)(6) ¿ ortho product specialist event date: 03 january 2022 reported on: (B)(6) 2022 by the customer to ortho product specialist who reported it the same day to ortho care helpdesk. Software version: 5.13.2. Reagent: ortho biovue system abo-rh/reverse cassette lot abr270j expiry date (B)(6) 2022 0.8% affirmagen red blood cells lot not provided. Patient information: pregnant woman in (B)(6) 2022 who delivered on (B)(6) 2022 (no further information, however it was around testing done on (B)(6) 2022). Patient sample ID from (B)(6) 2022 is (B)(6). The customer reported that on 03 january 2022 they had tested a patient sample for abo typing using ortho biovue abo-rh/reverse and 0.8% affirmagen red blood cells with their ortho vision biovue analyzer and that they obtained the following detailed results: - anti-a(abo1): 4+ - anti-b(abo2): 0 - anti-d(rh1): 0 - control: 0 - a1 cell: 0 - b cell: 3+ the system concluded with an a d(rh1) negative typing for the patient and this result was reported to the physician at that time. The customer reported that the patient gave birth and on 21 april 2022 they had tested another sample from this patient and that they obtained a blood group b d(rh1) negative (no further information was provided). The customer said that another sample was requested to confirm the b d(rh1) negative result and it was reported to ortho on 04 may 2022 that it was confirmed b d(rh1) negative (no further details were provided). The customer reported that a biased result had been reported to the physician on 3 january 2022 and that the patient concerned had not been harmed as a result of the reported event.